Event description:
Per the clinic, the patient sustained a trauma to the head on the implanted side resulting in a performance decrement. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).